Manufacturer narrative:
The liat analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for three patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples initially generated a positive result for sars-cov-2. The same samples were retested on a different platform (cepheid) which yielded a negative result. The cepheid results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, three mdrs will be filed.

Manufacturer narrative:
The investigation determined the observed discrepancies were most likely due to the samples being weakly positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay and varying assay sensitivities. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. This is a sample-specific issue and the reagent was performing as expected.